Event description:
It was reported a vns patient expired. The cause of death was unk when initial report was received by the MFR. A follow-up with the treating physician indicated the cause of death will not be released until toxicology testing analysis is reviewed by both the treating physician and the dosing physician. The explanted vns generator has been requested by the MFR but has not been received.